Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms included soreness and degradation at the ipg site. Infection was neither device nor procedure related. The patient underwent an explant of the ipg and the pocket was cleaned out. Intravenous antibiotics were prescribed. The patient was doing well postoperatively.